Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of non-physiologic noise. This oversensing resulted in pacing inhibition. Technical services (ts) reviewed faxed electrograms, which demonstrated noise consistent with trapped air escaping from the seal plugs. Ts discussed that this was a one time occurrence, and that the noise would cease. The patient will be monitored for additional occurrences. No symptoms were reported, as the patient's intrinsic rhythm supported cardiovascular requirements during the pacing inhibition.